Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed to program during the flash memory test. Destructive testing revealed solder pad cratering within the board laminate at dsp component u500, as well as separation of the copper pad and the laminate of flash bga components u102 and u105. The cause of the failure to program is the separation of the copper pad and the laminate of the bga components. The root cause of the pad cratering and separation cannot be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
(B)(6) male patient contacted zoll customer support for an unrelated issue. During servicing, a reportable problem was discovered. The monitor failed to program during the flash test. The patient was issued a replacement monitor.